Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurately high compared to other devices (onetouch verio iq and onetouch ultra2). The reporter claimed obtaining blood glucose readings of ¿105, 135 and 140 mg/dl¿ with the subject meter but was unable to recall the results obtained on the other devices, performed within 30 minutes of each other. This complaint is being reported because the reported results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.